Manufacturer narrative:
(B)(4). A leak of the disposable cassette was reported. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak in an unknown location on a disposable cassette. This occurred at an unknown step of the process. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.